Manufacturer narrative:
Additional information was provided in h.3., h.6., h.10. The cartridge was not returned for evaluation. Four photos were provided. No identification was provided for the photos. All pictures are of lenses in the eye. The photos appear to be of four different lenses. All four photos have opaque areas near the upper edge. It cannot be determined if these areas are scratches from the photos. Product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter used was not provided. It is unknown if a qualified cartridge/lens/viscoelastic combination was used. A root cause could not be determined. The cartridge was not returned for evaluation. The lens remains implanted. No determination can be made without physical evaluation of the complaint sample. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified delivery system or any other company qualified combination. There are four medical device reports associated with this event. This report is associated with second patient. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that optic was scratched during the folding of the lens or during the passage of the lens through the cartridge. The scratches were noticed following implantation of on intraocular lens (iol). The lens are still remained implanted in the patient¿s eye.